Event description:
Reporter alleged patient was treated with d50 and admitted to the hospital based on a valid difference between blood glucose monitoring results and a lab reading. Reporter stated device result was 156 mg/dl at 4:09 am and a lab was 41 mg/dl at 4:25 am. Reporter indicated patient was admitted to the hospital after patient was alleged to feel light headed and nauseous feeling as if they were going to faint. Reporter stated patient was released later that morning, time not provided. Reporter stated controls were used and found to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.